Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty solder joint on the defibrillator board. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib error 11" message. Complainant indicated that there was no patient involvement in the reported malfunction.